Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The device has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted with findings once completed.

Event description:
Edwards received information that this aortic pericardial valve, implanted approximately twelve (12) years, was explanted due to aortic stenosis and regurgitation secondary to leaflet tearing. The valve was originally implanted for aortic valve replacement to correct aortic regurgitation. The valve was explanted and replaced with another edwards bioprosthetic valve. Leaflets, corresponding to the non-coronary cusp and right coronary cusp, were partially torn.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. Report of regurgitation and leaflet tear were confirmed through observed leaflet tear. X-ray demonstrated wireform intact. X-ray also demonstrated heavy calcification on leaflet 2, moderate calcification on leaflet 1, and minimal calcification on leaflet 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 3 had a 7mm tear near commissure 1. Leaflets were observed to be thickened and swollen near the tear. Wireform was exposed on commissure 1 and on the stent circumference around leaflets 2 and 3 on the outflow aspect and around leaflet 3 on the inflow aspect. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.